Event description:
It was reported that customer experienced minimum fill notification while attempting to load cartridge, despite having sufficient usable insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case and cleaned pump pneumatic area as instructed, then reloaded same cartridge without resolution, after which technical support guided customer through filling and loading new cartridge using proper technique; issue was resolved and customer successfully resumed insulin delivery, with no additional outcome information reported.